Event description:
The patient reported they had their device for 2 years and it did not work right. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).